Event description:
It was reported that the patient's atrial lead had a history of exhibiting noise, and was found to be over-sensing the noise. The over-sensing resulted in episodes of inappropriate mode switch and pacing inhibition. No intervention was performed. The patient was stable.